Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were recently received and are being evaluated. As soon as the investigation of the event is complete, a supplemental report will be filed.

Event description:
Customer states tubes do not have good vacuum which is resulting in recollecting patients because of short blood draws.

Manufacturer narrative:
Received 1rk 454322/b210633l for evaluation. Received customer pictures. We have no further complaints on the material/batch. A check of quality, production, and maintenance revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No deviations could be observed in the samples. Complaint could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.